Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump had a "failed pump alarm". The issue was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.